Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported, friday, she did not feel stimulation even when the stimulator was on. It was reported that stimulation sensation came back on its own, automatically and she couldn't get it to turn off. Patient stated that when she had gotten up to go to the bathroom, stimulation started to work but it didn't go all the way up and just went to her lower legs. Patient stated at this point the neurostimulator (ins) was on but she didn¿t feel stimulation. Patient reported change was related to positional movement. Patient stated she got up and turned stimulator on and then kind of stretched backwards,not overly but just a little and although the lightning bolt was in the ins icon the stimulation cut right off and didn¿t feel stimulation. Patient stated she changed the batteries in her patient programmer and she made sure her ins was charged and had tried increasing stimulation but she still didn't feel stimulation. She also made sure her ins was charged and had tried increasing stimulation but she still didn't feel stimulation. Patient redirected to healthcare provider. Patient reported sudden change in symptoms/therapy. No further complications were reported/anticipated.